Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 309628 batch#: 3027085 it was reported that the bd luer-lok barrel was cracked. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached izervay was drawn up following insert instructions. Syringe with needle in place was placed in prep area while patient was prepared for injection. When syringe was then picked up in order to place injection, syringe was empty. Drug leaked out of syringe (crack, seal) which was resting on prep counter. Needle was secure and so injection was not placed. Vial and syringe were discarded. Item -309628 lot -3027085 customer response: 1. Kindly confirm any physical sample or photo if available for investigation? The vial and syringe were disposed, so no pictures were available. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No portion of the product was administered to the patient, no adverse event/ injury was reported for the patient or healthcare professional.